Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a webster and the coating was corroded. The catheter's outer coating was corroded out of the box. When the catheter was replaced, the procedure continued. There was no patient consequence.

Manufacturer narrative:
On 29-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a webster and the coating was corroded. The catheter's outer coating was corroded out of the box. When the catheter was replaced, the procedure continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed reddish material residues in the tip of the device; presumably blood. No corroded condition or other anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no interna actions were identified. The corroded issue reported by the customer could not be determined. The potential cause of the blood material observed could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).